Event description:
It was reported there were concerns the device exhibited premature battery depletion (pbd). The device battery remaining was 33% six months ago and currently it is 7%. Device data shows power consumption is increasing in a gradual fashion and device replacement was recommended. There were no adverse patient effects reported. Currently the device remains in service.

Event description:
It was reported there were concerns the subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited premature battery depletion (pbd). The device battery remaining was 33% six months ago and currently it is 7%. Device data shows power consumption is increasing in a gradual fashion and device replacement was recommended. There were no adverse patient effects reported. Currently the device remains in service. Additional information was later received that confirmed the device has been explanted and replaced. There were no additional adverse patient effects reported.

Manufacturer narrative:
This report contains updates from additional information received. This includes the device status and impact to patient that changes the decision from malfunction to serious injury. Fields h1:type of reportable event, b1:adverse event/product problem, b2: outcomes attrib to adv event, b5: describe event or problem, d6b: explant date, along with any other relevant fields have been updated.